Event description:
It was reported to sales from or coordinator at the hospital that an edwards aortic bioprosthetic valve was explanted due to endocarditis after an implant duration of approximately one (1) year; it was also reported that the patient expired in the unit the morning after avr surgery. Edwards has requested additional information (cause of death, operative report, patient history), however it has not yet been provided by the hospital.

Manufacturer narrative:
Patient medical records were provided and confirm endocarditis. No further action is required.

Manufacturer narrative:
Device evaluation summary: as received, leaflets 1 and 2 exhibited vegetation in the cusp areas on the outflow and inflow aspect. Observations are consistent with infection as described in customer report. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4 mm. Host tissue was minimal at both the stent inflow and stent outflow. Evaluation of the explanted device is consistent with endocarditis-mediated vegetation on the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Patient medical records have not yet been provided to edwards. There is no information to suggest a device malfunction or quality deficiency related to this explant or the patient's death. No further action is required at this time, additional information will be reported if received.

Event description:
Patient medical records were provided and indicate this is a (B)(6) gentleman who underwent an aortic valve replacement 1 year ago for severe aortic stenosis. He was taken to the ep lab one month ago for an ablation after which he became systematically ill and evidence of fungemia was found. He was treated medically but failed to improve and worsened with acute renal failure requiring dialysis and pancytopenia. A tee revealed an aortic valve vegetation and aortic root abscess and fungal endocarditis.